Event description:
It was reported from south korea that after a surgical procedure, it was observed that the reciprocating saw attachment device overheated severely. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A visual and functional assessment was performed on the device: the following steps failed: check general function in running mode check oscillation frequency with frequency meter . During service/repair the following was observed: attachment will not runs due to internal rod broken. Replaced lift rod with connecting rod cpl and full service done. Attachment tested working within specification. During the service evaluation the following failures were identified: broken (2+ pieces) : broken driveshaft functional : does not function . Conclusion: failure reported is not confirmed. Root cause: faulty parts. Action: repair. Device history review : no manufacturing record evaluation required as no manufacturer or service related issue found.